Event description:
On 18-oct-2021, intuitive surgical, inc. (Isi) became aware of an asian journal of surgery article titled, ¿application of da vinci robotic surgery system in cervical cancer: a single institution experience of 557 cases¿ (li, j., gong, x., li, p., et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted. The article cited that there were 8 patient deaths. There was no allegation that a malfunction of a da vinci system/instrument/accessory occurred during the surgical procedure that involved the operative complications. Intuitive surgical, inc. (Isi) obtained the following information from the user facility about the complaint: all cases were performed at the first affiliated hospital of chongqing medical university, china. The 557 cases of da vinci robot-assisted laparoscopic surgery in our article were performed from march 2016 to october 2020. All operations are performed by three gynecological oncologists in our center, all of whom have nearly 20 years of experience in minimally invasive surgery and have received professional training to obtain operating qualifications. Our department has always used the da vinci robot si system. Other related information from the article is as follows: ¿there were no patient deaths related to surgical complications. From our findings, patient mortality was correlated with tumor stage, and there were no patient deaths related to surgical complications. Details of the patients who died and relapsed have been described in table 5 in the article, all of whom died from disease progression (recurrence or metastasis). Details of the patients who died and relapsed, including disease-free survival time (dfs was defined as the date from surgery to the diagnosis of recurrence on imaging examination or tissue biopsy, or the last follow-up) and overall survival time (os referred to the date from surgery to death or the last follow-up) have been described in table 5 in the article. From our findings, patient mortality was correlated with tumor stage. Some studies have also indicated that histologic cell type also impacted survival, and that rare histologic cell type might have a worse prognosis."

Manufacturer narrative:
Based on the current information provided, the cause of the patients' deaths is unknown. Intuitive surgical, inc. (Isi) has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A system log review and the instrument logs review were unable to be performed due to the lack of product and procedure information on file at the time. No additional technical review was required based on the complaint since the event date, and da vinci system information are unknown. No investigation required as no images or video clips for the reported events were submitted to isi for review. This complaint is reportable due to the following conclusion: intuitive surgical, inc. (Isi) became aware of an asian journal of surgery article titled, ¿application of da vinci robotic surgery system in cervical cancer: a single institution experience of 557 cases¿ (li, j., gong, x., li, p., et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted. The article cited that there were 8 patient deaths. At this time, there is no additional information available, and the root cause of the deaths is unknown. Isi has reached out to the correspondent author to obtain additional information but despite the effort, no response received at the date of this report.